Manufacturer narrative:
Blockh6: imdrf device code a050502 captures the reportable event of device misfire.

Event description:
It was reported to boston scientific corporation that a capio device was used during a procedure, performed on (B)(6) 2024. During the procedure, the suture was not aligning and was misfiring. It was unknown what had completed the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported that a capio device was used during a vaginal vault suspension procedure. During the procedure, the device was misfiring and the cage failed to catch the needle. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of device misfire. Block h10: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual analysis identified that the carrier loaded the suture successfully and was able to move in and out. After deploying the carrier, the cage was able to catch the suture. Based on the information available and analysis results, it was not possible to identify evidence of the alleged issue or any defect on the device. A conclusion code of no problem detected was assigned to this investigation. Block b5 and block h6 (device code) have been updated based on the additional information received. Correction to a3a and a3b; blocks e1; and block e3.